Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history: device history lot : the DHR of product code 199725740s, lot 225485, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on january 7th, 2019. Qty. (B)(4). The DHR was electronically reviewed. H3, h6: investigation summary background: it was reported that this was a spinal fusion (t11-t12) treating thoracic myelopathy on (B)(6) 2019. Right after the screw (199725740s) was inserted, powder-like metal substance came out of threads of the tab. The procedure was completed without surgical delay. No further information is available. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the 5.5 exp verse cam scr 7.0 x 40 was not returned but a small silver metal substance was received at us cq. The alleged device was not received and the complaint cannot be confirmed due to the size of the metal received and limited information available. Investigation conclusion: the complaint condition was not confirmed for the 5.5 exp verse cam scr 7.0 x 40 as the received metal substance cannot be identified as a part of the device. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot- 225485, 229387. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a spinal fusion (t11-t12) treating thoracic myelopathy on (B)(6) 2019. Right after the screw (199725740s) was inserted, powder-like metal substance came out of threads of the tab. The procedure was completed without surgical delay. No further information is available. This complaint involves one (1) device this report is for one (1) 5.5 exp verse can scr 7.0x40. This is report 1 of 1 for (B)(4).